Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v177457, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s leads were not working so the old stimulator and leads were replaced about 2 years ago.

Event description:
Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.